Event description:
Complainant alleged that while attempting to defibrillate a (B) (6), male, patient, the device failed to discharge and was unable to obtain an ECG signal via electrode pads. The clinician obtained another device to continue to treat the patient. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.